Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 6.0 x 150mm, 150cm ranger balloon catheter was selected for use in an endovascular thrombectomy. During the first inflation at 6 atmospheres, the balloon ruptured from a pinhole near the center. The device was removed using normal method without issue and the procedure was completed with another of the same device. There were no patient complications as a result of this event.